Event description:
The hcp reported that a volume discrepancy was noted. The patient previously had a synchromed pump, but several months ago had an isomed implanted in order to deliver meperidine. The pump was last refilled in 7 2005. Recently 15ccs was aspirated from the pump; 0 cc was expected. The patient presented to the emergency room with "withdrawal symptoms". The hcp was concerned about "accuracy of drug concentration and stability". A follow-up report will be sent if additional information becomes available to co.

Event description:
The hcp reported that an attempt was made to aspirate through the catheter access port and could not retrieve anything. A catheter revision was performed and as the hcp could not aspirate any fluid from the catheter, it was replaced with another. The hcp "thinks pt is developing masses at catheter tip". The hcp reported that the pt is "back to baseline".